Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("abnormal menstrual pain") and genital haemorrhage ("irregular bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced dysmenorrhoea (serious criteria medically significant and clinically significant/intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage (serious criterion medically significant), abdominal pain ("abdominal cramping"), weight decreased ("weight loss"), weight increased ("weight gain"), headache ("headaches"), skin irritation ("skin irritation") and alopecia ("hair loss"). The patient was treated with surgery (essure was removed on (B)(6) 2016.) Essure was withdrawn. At the time of the report, the dysmenorrhoea, urinary tract infection, genital haemorrhage, abdominal pain, weight decreased, weight increased, headache, skin irritation and alopecia outcome was unknown. The reporter considered dysmenorrhoea, urinary tract infection, genital haemorrhage, abdominal pain, weight decreased, weight increased, headache, skin irritation and alopecia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abnormal menstrual pain and irregular bleeding (seen as genital haemorrhage). Plaintiff underwent essure removal, almost four years after insertion. The events are anticipated in the reference safety information for essure. Considering that events started after essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("irregular bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 ((B)(6)1998, (B)(6)2002 and (B)(6)2005) and miscarriage in 2008. Concurrent conditions included carpal tunnel syndrome, overweight, epilepsy, hypertension and hyperlipidemia. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as atenolol (tenormin) and oxcarbazepine (trileptal). On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced back pain ("back pain"). In february 2013, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and urticaria ("hives on entire body"). In march 2013, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In april 2013, the patient experienced alopecia ("hair loss"). In june 2013, the patient experienced urinary tract infection ("urinary tract infections / urinary tract infection"). In march 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In april 2014, the patient experienced weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). In july 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss"), skin irritation ("skin irritation"), vaginal infection ("vaginitis") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, weight decreased and skin irritation outcome was unknown and the ectopic pregnancy with contraceptive device, urinary tract infection, weight increased, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, vaginal infection, migraine, allergy to metals, pelvic pain, depression, anxiety, urticaria, vaginal discharge and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, skin irritation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Insertion date provided as (B)(6)2013, (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ectopic pregnancy, device ineffective, dyspareunia (painful sexual intercourse), fatigue, nickel allergy,vaginitis, migraines, pain, depression, anxiety, hives on entire body, vaginal discharge,back pain, she did not undergo essure confirmation test", concomittant drug and condition, historical condition added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("irregular bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2002 and (B)(6) 2005) and miscarriage in 2008. Concurrent conditions included carpal tunnel syndrome, overweight, epilepsy, hypertension, hyperlipidemia, vaginitis, lower abdominal pain, post coital bleeding, menometrorrhagia, nabothian cyst and cervicitis. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as atenolol (tenormin) and oxcarbazepine (trileptal). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced back pain ("back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and urticaria ("hives on entire body"). In (B)(6) 2013, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infections / urinary tract infection"). In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss"), skin irritation ("skin irritation"), vaginal infection ("vaginitis") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with botulinum toxin type a (botox) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, weight decreased and skin irritation outcome was unknown and the ectopic pregnancy with contraceptive device, urinary tract infection, weight increased, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, vaginal infection, migraine, allergy to metals, pelvic pain, depression, anxiety, urticaria, vaginal discharge and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, skin irritation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Insertion date provided as (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, migraine, pelvic pain, dysmenorrhea, heavy vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017 (not on 18-jan-2017) quality safety evaluation of ptc was received (narrative correction only due to internal review, it had already correctly been distributed in "date received" field before). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abnormal menstrual pain and irregular bleeding (seen as genital haemorrhage). Plaintiff underwent essure removal, almost four years after insertion. The events are anticipated in the reference safety information for essure. Considering that events started after essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.